Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended. (B) (4).

Event description:
The customer reported, the monitor goes black when trying to take an image. No pt injury was reported.